Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the infusion set separate from the adhesive and also noted their blood glucose was 300mg/dl earlier, they checked site, saw it was only partially sticking, the cannula was bent and small bit of wetness at the site. There was no patient injury.